Event description:
During a shoulder arthroscopy using a karl storz shaver burr the customer noticed shiny particles, which they believed were metal, coming from the shaver burr. They stopped using the burr, irrigated the area and believe they were able to flush our approximately 95% of the metal particles. The procedure was completed using a new shaver burr and no other particles were noted. Patient condition post-op was stable and no further surgery was scheduled.